Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the user was removing air from the cartridge during the load process, the syringe fell out of the user's grasp and the user was unsure if all the air was removed successfully. Tandem's technical support recommended that the user fill tubing to remove air bubbles. The user successfully filled tubing to remove air bubbles and resumed insulin delivery. There was no impact to the user's blood glucose level.